Event description:
The pt reported experiencing elevated blood glucose of 26 mmol/l (468 mg/dl) at 7:30 am using her primary infusion device. She switched to a loaner infusion device and her blood glucose lowered to 11.7 mmol/l (211 mg/dl) at 11:30 am. She switched to her primary infusion device and her blood glucose elevated again. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.